Event description:
It was reported that subject: (B)(4) is experiencing component loosening /glenoid loosening since (B)(6) 2017. At control at one year. Component still loose, and she has now pain. Outcome is ongoing.